Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed wire damage that would have contributed to the reported driveline communication fault. Review of the submitted log files confirmed the active driveline communication fault alarm. The file also captured intermittent communication line b faults, indicating a potential wire issue with communication wire b (yellow wire). The device appeared to function as intended at the set speed. The heartmate 3 modular cable was returned in used condition. Examination of the outer jacket revealed gray discoloration along the length of the modular cable with no signs of damage. The controller connector bend relief was discolored light yellow, and the inline connector bend relief was discolored black. The bend reliefs and connectors were otherwise unremarkable, including the controller and inline connector pins.the modular cable was tested and did not pass functional testing. The outer layers of the modular cable were removed, revealing that the green (comm a) wire had conductor damage approximately 7.25¿ from the controller connector, and the yellow (comm b) wire was fractured approximately 12¿ from the controller connector which would have caused the observed driveline communication fault alarms in the submitted log files. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ explains how to replace the modular cable. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7 also addresses system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also address system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline communication fault and contacted the hospital. Log files were downloaded, and the driveline communication fault was confirmed. The modular cable was exchanged and the driveline communication faults resolved. The modular cable was returned for evaluation, and a wire fatigue was identified.